Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence caused by an urethral atrophy at the cuff site. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination did not find any abnormalities or leaks with the cuff, balloon, or pump component. Functional testing of the balloon did find that the product did not meet product specifications. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available and analysis results, the issue found with the aus balloon could affect the functionality of the device and could have caused or contributed to the reported clinical observation of the reported event.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence caused by an urethral atrophy at the cuff site. No additional patient complications were reported.